Event description:
It was reported that the right atrial (ra) lead exhibited noise over-sensing leading to inappropriate automatic mode switches. Pacing inhibition was also noted. The ra lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.